Manufacturer narrative:
Updated sections: pt identifier, date of event, device available for evaluation?, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. No evidence of clinical use or evidence of blood was observed. A visual inspection determined that the handle adapter was returned separated from the cannula handle. The handle adapter was installed, removed and reinstalled several times; no problems were observed. No evidence of a defect was able to be observed during the evaluation. The c-ring was able to be advanced and retracted without difficulty. The scope wash tubing and distal insufflation tubing allowed air to freely pass with no blockage. The device operates as intended. The device history record (DHR) and manufacturing process were reviewed. The DHR record review shows that the reported device lot conformed to all specifications and passed inspection prior to release. The handle adapter portion of the device is designed to be removed from the cannula base and reinstalled during assembly to facilitate final inspection. Based on the condition of the cannula as found, the reported complaint for ¿handle was in two pieces¿ was confirmed. The root cause of the disassembly is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The device is not intended to be disassembled by the user. The device components are designed to detach and re-attach during assembly. The complaint device was re-assembled according to the procedure and functioned as expected. Therefore, there is no indication that a device defect caused or contributed to the event.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb plastic handle was in two pieces when box was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. I was emailed today from the cv coordinator that one of the staff brought him a maquet evh system the other day that the plastic handle was in two pieces when they opened the box. This account uses both vasoview 7 and hemopro 1. He did not specify which system. I have emailed him asking for more information. I will add information as I get it from the account.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb plastic handle was in two pieces when box was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. I was emailed today from the cv coordinator that one of the staff brought him a maquet evh system the other day that the plastic handle was in two pieces when they opened the box. This account uses both vasoview 7 and hemopro 1. He did not specify which system. I have emailed him asking for more information. I will add information as I get it from the account.